Event description:
Complainant alleged that while attempting to defibrillate a male pt the device failed to discharge after the first chock via electrode pads. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.